Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gonadectomy procedure. Upon insertion into the body, the needle bent. The cannula broke. In order to resolve the issue and complete the case, the surgeon used another needle with the same angle, force, and technique and it worked fine. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the needle broke.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there was a bend in the shaft near the body of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent shaft may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gonadectomy procedure( pediatric urology). Upon insertion into the body, the needle bent. The needle broke. In order to resolve the issue and complete the case, the surgeon used another needle with the same angle, force, and technique and it worked fine. There was no patient harm. The patient outcome is alive, no injury.